Event description:
It was reported that 36 bd precisionglide¿ needles were defective/ dull and did not pierce the skin. The following information was provided by the initial reporter: the needle did not go through the skin.

Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 36 bd precisionglide¿ needles were defective/ dull and did not pierce the skin. The following information was provided by the initial reporter: the needle did not go through the skin.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number (B)(4)and lot number 1259810. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.